Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device received was mislabeled. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received and there is no alleged deficiency or malfunction with the product. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3 section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device received was mislabeled. There was no reported patient injury.